Event description:
Event occurred in the pts home. Mother stated waking up and finding child in a fixed stare. She took the pt off the vent, started bagging and CPR; called 911. She stated noting chest movement. Vent was operating, but no alarms were set off. Due to the vent settings (apnea internal of 10 seconds with a breath rate of 30) there would not have been an alarm at the time of incident. Pt was transported to medical facility. Doa. Unit was operating on ac. Ventilator being used with a humidifier and a heated wire circuit. Pt had a n200 portable oximeter, however the alarms wree shut off. Per the report source, on 01/2003, there is no allegation of ventilator malfunction.

Event description:
Pulmonetic systems, inc. Received a call from a representative in 2002. The representative reported the following problem: patient death. Family member reported vent continued to deliver a breath without alarming.